Event description:
The patient reported their wearable antenna assembly was overheating and causing a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.

Manufacturer narrative:
Investigation of the device was unable to replicate the alleged issue, and no nonconformances were found. However, the dose for all three program settings is continuous stimulation (1 on, 0 off). Reduced battery life is expected with continuous stimulation therapies. Refer to report # 06-02765 - tr-pdbt-2-programing depletion testing. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while operating, outside temperature while charging, and the internal temperature while operating. Results are as follows: outside thermal temperature while operating: 30.0°c, outside thermal temperature while charging: 28.7°c, internal thermal temperature while operating: 42.5°c. The outside thermal temperature while charging was 28.7°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Refer to issue- (B)(4) for evaluation for need for CAPA for continuous stimulation programming issues.